Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 585 mg/dl. Customer treated high blood glucose with manual injection. Customer did not stated any symptoms related to high blood glucose. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that the insulin pump had critical pump error alarm. Customer stated that the insulin pump was beeping and flashing the medtronic logo. The insulin pump displayed open book image on the insulin pump screen. No further patient complications were reported. Troubleshooting was declined by customer. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer = black customer returned insulin pump for an alleged critical pump error (open book image) alarm, audio anomaly, partial display, and high bg found on (B)(6) 2022. Insulin pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on electrical board 1, electrical board 2, motor and force sensor. Found physical damage on lcd controller. Unable to download history files and traces using thump due to flashing medtronic logo. Unable to perform force sensor zero offset due to moisture damage on force sensor connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, cracked case-corner of belt clip rails, keypad overlay texture damage, and partially faded serial number label. Critical pump error not confirmed due to flashing medtronic logo. No partial display noted during analysis, partial display not confirmed. Unable to confirm audio anomaly. Flashing medtronic logo due to damaged lcd controller. Unable to download history files and traces due to flashing medtronic logo. Unable to confirm alleged high bg.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.